Manufacturer narrative:
The reported condition of a hole in the bag was confirmed due to excess of solvent between the tube and the catheter adapter. Batch review was conducted and the lot was manufactured with satisfactory results. (B)(4)

Manufacturer narrative:
This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample has been received for evaluation. A follow medwatch will be submitted upon completion of baxter's investigation. (B)(4)

Event description:
The customer reported a hole in the bag. The reported condition occurred before use. No patient injury or medical intervention occurred.